Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a sticky trigger and unintended system motion. Therefore, the reported condition that the device was not working properly was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the trigger of the handpiece device was sticking, and the housing was deformed/bent. It was noted that the locking ring was rusted and broken and could not be disassembled (rust/grease). It was further determined that the device failed pretest for check for unintended motion, check roundness of housing, check for free moving, leakage test using bubble emission technique, check for sticky trigger, check condition and function of triggers, and check function of all modes with power module. It was noted in the service order that the module drive was not working properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.